Event description:
Procedure: unk. Reportedly, the apex of the instrument broke during operation and fell in the situs. The broken apex was retrieved and the procedure was completed with another instrument.